Manufacturer narrative:
The main component of the system and other applicable components are: product ID 377845, lot # v016823, implanted: (B)(6) 2007, product type lead.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for radiculopathy. The patient was originally implanted to have pain relief in both legs. It was reported that there was a lead issue as the health care professional (hcp) had a difficult time getting the original lead in due to the patient¿s scoliosis, other curvatures of the patient¿s spine, and spinal fusions. The patient had to have a lead revision due to suboptimal initial placement of the lead which had resulted in the lack of stimulation coverage in their right heel. The coverage issues resolved when the lead was revised. This occurred on the date of initial implant on (B)(6) 2007 and the lead revision in (B)(6) 2008.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.